Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that dingus was out of alignment. It was reported that the door assembly was repaired, while the adjustable door stop and turnbuckle were repaired. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door of the imaging system would not open. There was no patient present when this issue was identified. No additional information was provided.